Event description:
It was also reported right ventricular (rv) lead exhibited intermittent capture thresholds. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced syncope episode. Evaluation revealed right ventricular (rv) lead high and unstable thresholds. The rv lead was inactivated and settings re-programmed, subsequently the rv lead remains in the patient and was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.